Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the light-emitting diodes (leds) on the digital bar graph did not light up. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light-emitting diodes (leds) of the high flow insufflation unit on the digital bar graph did not light up. There were no reports of patient involvement.